Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to treat a moderately calcified lesion with 65% stenosis containing plaque in the popliteal using amphiprion deep, balloon deflation difficulties occurred. Device would not deflate at the lesion site. The vessel was moderately tortuous. Physician burst the balloon and balloon was snared out. No further clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: the device was found broken in two parts. Traces of blood were detected on the balloon and on the shaft. The outer shaft was broken close to the balloon welding. The balloon was unfolded. The guide wire tube was broken close to the proximal balloon welding .however it resulted stretched causing guide wire passage failure. One marker band (distal) was still crimped on the guide wire tube while the other one was missing. No other abnormalities detected on the device. If information is provided in the future, a supplemental report will be issued.